Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12649. It was reported that during prior to device upgrade procedure, it was noted that the atrial lead exhibited inappropriate mode switch episodes due to oversensing noise and right ventricular lead exhibited noise. The leads were capped and replaced on (B)(6) 2019. Patient was stable.